Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent balloon kyphoplasty procedure to treat compression fracture at l1 . During surgery, a balloon ruptured when inflated in the "sclerotic part" of the vertebrae. The pressure applied to the balloon at the time of the event was around 300 psi. Volume prior to rupture was 1.5 c.c. Surgeon suctioned leaked contrast media and replaced the balloon to finish his procedure. No balloon fragments were left in the patient. No patient complications were reported.